Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted lung lobectomy surgical procedure, while surgeon was using the small grasping retractor, it was noticed by another surgeon that the wires of the small grasping retractor had broken. Surgeon did complain that it was hard to articulate the instrument prior to it breaking. There were no wires noted that was left inside the patient and the instrument was taken out of the field then replaced with a new one. There were no discernable impact on the patient noted at the time of the incident other than a delay in procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
Refer to h11 for follow-up information.